Manufacturer narrative:
As reported, seven years post-implant of a bard flat mesh, the patient underwent a bowel resection procedure unrelated to the bard mesh. Eight years later, during an unspecified procedure, the patient underwent a mesh removal procedure and upon explant of the mesh a hole in the mesh was noted. Based on the information provided, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. (B)(6) not returned. Mesh explanted.

Event description:
As reported, during a right inguinal hernia repair procedure on (B)(6) 2005, a bard/davol marlex mesh (bard flat mesh) was implanted. It was reported that during a mesh removal procedure on (B)(6) 2020, a hole in the mesh was noted and the another non-bard/davol mesh was replaced.